Event description:
Boston scientific received info that the pt received therapy from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to a change in morphology resulting in double counting of the t-waves. The rhythm was noted to be irregular at times and was thought to possibly be an atrial tachycardia as the pt was symptomatic. The pt was admitted to the hosp and followed up with the clinic. No further info was available. The s-ICD remains in service. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
UDI = (B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The s-ICD was explanted for reported normal battery depletion almost three years later and returned for analysis.